Event description:
A brockenbrough was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, when the septal puncture was performed ventricular tachycardia (vt) occurred. The vt stopped naturally but the blood pressure dropped. The patient then experienced cardiac arrest. A cardiac massage was performed after administering medication. The patient stabilized and the procedure continued. After the procedure an echocardiography and cardiac angiography were performed. The patient experienced another cardiac arrest. A percutaneous cardiopulmonary support system (pcps) was inserted. The case was completed with pulsed field ablation. It was suspected, but not confirmed, that potential causes could have been a coronary artery spasm or air during the septal puncture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that a non-medtronic intracardiac echocardiogram was in the body at the time the ventricular tachycardia (vt) occurred, as well as when a "bb" was performed and at the time of the sheath replacement.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic unknown, product type: catheter, product ID: non-medtronic unknown, product type: sheath, product ID: non-medtronic unknown, product type: transseptal puncture needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.